Event description:
No proper training told sensor would last for 6 days. After 3 days it stopped. I called help line and was told they could not tell me legally how to use the sensor for 6 days because it was not compatible with the revel. I had ordered the 530 g and did not get correct pump. Everyone is passing the buck. (B)(6).